Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead was noted to exhibit high pacing impedance and loss of capture at high outputs in both bipolar and unipolar configuration. Multiple measurement attempts were made but were unsuccessful. The lv lead was not used and unknown if it was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.